Event description:
It was initially reported by the nurse from the treating physician's office that the patient showed high lead impedance on system and normal mode test. Last good diagnostics were obtained back in (B) (6)2009. No patient manipulation or traum was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.